Manufacturer narrative:
The target lesion was the mid/distal right coronary artery (rca). The lesion was reported to be: de novo, slightly calcified, not tortuous, and a 95% stenosis. The lesion was pre-dilated with a sprinter 2.0 x 30 mm balloon. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that during an interventional procedure, while deploying a cypher 3.5 x 23 stent, the balloon ruptured at 14 atm. A sprinter 3.5 x 20 mm balloon was used to post-dilate the stent and complete the procedure. There was no reported patient injury.